Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported. Therefore, this report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported. Therefore, this report should be voided.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - japan.

Event description:
It was reported wrinkles in sealing area during incoming inspection at the warehouse. There was no harm or delay reported. Due diligence is complete.